Manufacturer narrative:
The broken device was viewed and a photo taken. The breakage is located at the c clamp portion of the shuttle that is distal to the spline. The break is complete and the piece that broke off was not returned. The cause of the breakage was most likely a left or right force against the shuttle clamp while on the track. The force occurred during repositioning as the nurses heard the snap at that time when the device broke.

Event description:
It was reported that an anchorfast endotracheal tube holder was applied on (B)(6) 2017. On that same day, during repositioning of the patient, the device broke resulting in extubation. The patient was reintubated with no adverse outcome.